Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy, utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though diagnostic laboratory results were not reported to the outpatient clinic, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid. The patient¿s diagnostic laboratory results, treatment course and other details concerning his hospitalization were not reported to the outpatient clinic as the patient has since transitioned to an in-center clinic. The patient was diagnosed with peritonitis due to multiple breaks in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient was historically noncompliant with hand hygiene, wearing a mask or keeping pets out of the room during ccpd treatments. The patient was prescribed intravenous (IV) vancomycin and IV ceftazidime (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection, and patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.